Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. User tried to reboot the station and recover storage space, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 on the main half height legacy, had a cubie pocket b3 failing to open the lid. A field service engineer (fse) tested all cubie pockets, and the issue was isolated to pocket b3. The pocket was removed, cleaned from underneath, and reinserted, followed by retesting. Additionally, all cable connections associated with the drawer were reseated to ensure proper connectivity, and the fuse for the moab was replaced due to the drawer being of an older model. The system functioned as intended after the field service engineer repaired the device.